Event description:
During the case the doctor was implanting a 6.5mm screw and was hitting resistance when the tip broke off. The drive tip remained in the screw, so the doctor helicoptered the screw out and replaced it with a new one, using a backup driver. The patient was not affected and procedure proceeded as normal.